Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by loading more insulin into the cartridge, reloading, and resuming insulin delivery successfully. Technical support identified that the caller did not perform the air removal step when loading the cartridge, reviewed the proper loading technique, and advised the caller to contact them again if the issue recurred. Caller understood and acknowledged the instructions.